Event description:
It was reported that there was a problem with the temperature reading during an open heart procedure. It was indicated that the readings were "totally off" and unreliable. There were no patient complications reported. It was initially reported that the device was still in the patient and possibly could be returned once discharged from the patient. Follow up with the customer indicated that the device was unable to be saved and was discarded. However, one seal unit against same model and lot number was returned and evaluated.

Manufacturer narrative:
The actual complaint device was not returned, discarded at hospital; however, one sealed unit with the same model and lot number was returned and evaluated and no defect was found. Examination revealed that the catheter provided appropriate readings at 36.8 degrees celsius during a water bath test. Catheter ran continuous cardiac output (cco) on vigilance ii monitor for 5 minutes with no error message observed. Catheter ran cco on vigilance I monitor after 2 minutes error message was observed "check thermal filament position". According to the operator's manual for vigilance I monitor, possible causes for "check thermal filament position" error message are the following: 1. Flow around thermal filament may be reduced and 2. Blood temperature too warm. Further examination revealed that both thermistor and thermal filament connectors were opened with there was no visible inconsistencies observed. Balloon inflated clearly, and concentrically, and remained inflated within specifications. There was no visible damage observed to catheter body. All through lumens were patent without leakage. This event was determined to be reportable following edward's standard procedures. A device history record review was completed and documented that the device met all specifications upon distribution.